Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the pneumatic switch was found to be broken. No further information was available. No adverse patient consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 01/19/2009. Broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.